Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: ddbb1d1, sn: (B)(4), implant date: (B)(6) 2015. (B)(4)

Event description:
It was reported that exit block developed with the atrial lead. The lead had high thresholds and was unable to capture at max output. The lead was capped and the device was reprogrammed to ventricular pacing only as there was not a need for atrial pacing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.